Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/24/2017 via social media, that the patient experienced skin reactions. Specific dates of reactions were not provided. Patient stated that she received a prescription cream for her skin reactions. She stated that she uses skin tac and a tough pad before she puts her sensor on. No additional event or patient information is available.